Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was alleged the pump reverted back to 10:30am at random times even after being reset. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04-dec-2017 with the following findings: a review of the pump black box showed no activity outside normal use. The time/date settings was manually changed from (B)(6)/2017@11:40 pm to (B)(6)/2017@11:40 am. A visual inspection of the pump revealed no damage to the battery compartment or battery cap; the cap was able to fit securely. The pump ez-prime steps were performed correctly; no alarms or warning occurred during the investigation. The pump passed a time test. The pump was found to perform within specification. The complaint of a time and date reset issue was not duplicated during investigation.